Event description:
It was reported that the harmonic scalpel did not seal the vessel completely and the patient had to be brought back in to repair the vessel with an additional procedure.

Manufacturer narrative:
The complaint device was not returned to ascent for evaluation so a root cause could not be determined. The packaging was not saved either so the device lot information, manufacture date, and expiration date were not available. The complaint facility could not confirm if the complaint device was a reprocessed device or a device received from the original equipment manufacturer. Ascent did confirm that the facility has received reprocessed scalpels from ascent. Due to the infrequency of this type of event, no trend analysis is available.